Event description:
It was reported patient went into cardiac arrest and no vf therapy was delivered by the device. Patient was rescued externally. It was also noted that the patient had low blood pressure and received medication. Physician suspects device malfunction and will monitor patient.